Manufacturer narrative:
Based on information and photos provided, kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. There were no injuries to the patient or others due to the event. The cause and timing of the damage to the power supply and ac cord is indeterminate. Device labeling, available in print and online, states: warnings: important information for users: in order for kci products to perform properly, kci recommends the following conditions. Use this product only in accordance with this manual and applicable labeling. Ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. Do not operate this product if it has damaged power cord, power supply or plug. If these components are worn or damaged, contact kci. Do not drop or insert any object into any of the opening or tubing of this product. Keep the unit away from heated surfaces. Do not modify the therapy unit or dressing. Do not connect this product or its components to devices not recommended by kci. Avoid spilling fluids on any part of this product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 09-jun-2023, the following information was reported to kci by the patient's family member: the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly caught fire and caused property damage. The patient is no longer on v.a.c.® therapy. On 13-jun-2023, the following information was reported to kci by the patient's family member: on (B)(6) 2023, the activ.a.c.¿ ion progress¿ remote therapy monitoring system power cord allegedly caught fire. There were flames two feet high that turned into smoke. The power cord is scorched and melted from the end that plugs into the wall outlet up to the power brick. The rug underneath the bed has a blackened area approximately 6 inches by 4 inches. There were no injuries to the patient or others. On 14-apr-2023, the device and power cords were tested per quality control procedure by the kci service center, and the unit and the power cords passed the quality control checks and met specifications. On 03-jun-2023, the device was placed with the patient. On 29-jun-2023, kci quality engineering evaluated photos provided of the power supply and cords. The photos revealed thermal damage at the junction of the dc power supply male connector and the ac power cord female connector, and to the patient's rug. The cause and timing of the damage is indeterminate.